Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during preparation, the balloon of a 2.0x40mm armada 14 balloon dilatation catheter would not inflate and fluid was observed coming out of the proximal end of the device. An unspecified device was used to complete the procedure. There was no device use or patient involvement, and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection, functional testing and scanning electron microscopy (sem) were performed on the returned device. The reported leak was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed. Additionally, a review of the complaint history identified no other similar complaints from this lot. The investigation determined a potential product quality issue based on evaluation of the returned unit and the reported leak. During return analysis it was noted that there appeared to be no evidence of adhesive at the proximal port of the side arm. Sem analysis determined this armada luer was found to have a leak found from the side arm connection, located at where the purple tubing connects to the proximal end of the luer fitting. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.